Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application failed to suspend defibrillation threshold (dft) after two failed attempts to convert the ventricular fibrillation (vf) were observed when interrogating an cardiac resynchronization therapy defibrillator (crt-d) with a patient connector during a generator change. It was noted that the mobile programmer application displayed dots on the electrograms (egm), so the patient connector was positioned closer to the patient's head and wireless fidelity (wi-fi) was turned off before proceeding with the dft. It was then noted that the crt-d failed to convert the vf and in response to this dft was suspended and the external defibrillation rescued the patient, however the crt-d delivered two additional shocks to the patient. The crt-d was implanted and remain in use. No patient complications have been reported as a result of this event.